Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review is not applicable in this case because the defective component (battery pack) is not evaluated or tested in any way during the manufacturing process and the battery pack manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in excellent condition. Battery communication timeout found in pump event history log. During functional testing the reported issue was able to be duplicated. Battery readings were all reading zero. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced the battery and performed power up process and all the functional tests passed.

Event description:
It was reported that the pump exhibited a battery communication timeout. No patient injury was reported.